Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203 (pulse test fault). The cause for the service code was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux residue on j1000 caused the service code. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.